Manufacturer narrative:
Due to (B)(4) harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the rep met with the patient on (B)(4) 2018. The cause of the scs not charging past 30% was due to the patient losing connection to the scs during recharging; poor recharging technique by the patient. It was reported that the patient also interrupted his recharge session prior 100% recharging. The rep reported that the patient fell twice from more than 5 feet directly on top of the battery. It was surmised that the burning was due to bruising or inflammation in the pocket due to the falls.  The patient no longer experiences this pain, since he has had time to recover from the falls. The rep reported they used (B)(6) recharging unit to complete a full recharging session.  The system recharged from 25% to 100% in roughly 45 minutes, with an excellent connection, through one layer of clothing (undershirt). (B)(6) stated that he was recharging through several thick layers of clothing, such as a wool button down shirt and hooded jacket.  Rep reviewed with the patient that he was not getting good connection due to this. The rep verified this with the recharge report from his snap shot reporting, which showed that he was only getting good to poor connections to his scs during recharging sessions.  Rep reported they were able to get an excellent connection for the whole recharging session, during our meeting, while recharging through one layer of clothing, an undershirt (cotton tee-shirt material). The recharging issue and pain at the battery site has been resolved, as a result of the meeting on (B)(4) 2018. The provided information was not confirmed with the patient¿s physician, due to the patient no longer seeing the provider for pain management, due to lack of coverage, and the fact that the provider did not request the information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient claimed that their system recharged to 30%, then showed a recharging complete message and then did not recharge beyond 30%. The patient also reported that they experienced a burning or electrical pain, along the edge of the ins, at the pocket site; this happened once every 2-3 weeks, lasted for 4-5 minutes and the pain at the pocket site would go away once the patient turned their ins off for a few minutes. There were no known external or environmental factors that could have contributed to the issue, at the time of the report. The rep said they would meet with the patient in the next 10 days to perform an impedance check, review the recharging logs and observe the patient recharging normally with their equipment. It was noted that the issue was not resolved at the time of the report. No further complications were reported.